Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw was missing plastic overmold. Piece not returned. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, close jaws using device lever before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the last half of the procedure, the insulation of the device became damaged and started peeling. It was possible that the device was in contact with port while inserting and removing but the device was used as indicated as usual. The procedure was continued on bipolar without opening new hand piece. No patient injury reported in this event. Nothing fell into the cavity. Upon initial inspection it was found that jaw insulation was missing.